Event description:
The pt's system was explanted, due to infection. The pt is being treated with antibiotics.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for eval. A review of the sterilization records for the explanted products was found to be satisfactory. This is the final report.